Event description:
Approximately fourteen months post hvad implantation, the site reported that the patient experienced a power source change in the controller earlier than expected. The batteries and controller were removed from the patient and a new controller and batteries were supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The device has been received and evaluation is ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of receipt. This is one of three reports (3007042319-2014- 00486, 00487, and 00488) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The returned controller ran normally with no fault alarms or errors. Functional testing revealed that battery (B)(4) contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of three reports (3007042319-2014-00486, -2014-00487 and -2014-00488) submitted for devices related to the same event.